Event description:
The pt received her scs system, including an ipg on (B)(6) 2009. It has been reported, it is difficult for the pt to get the charger to locate the ipg since implant. The pt reports positioning the charger differently, but the process has taken additional time. The pt has requested a new ipg to be implanted. The pt will work with her physician with this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.